Manufacturer narrative:
This is report is being submitted retrospectively as the result of an FDA inspection in (B)(6) 2021. As a corrective action to that inspection this complaint was re evaluated for reportability.

Event description:
As per initial reporter when using product mdsphy100 , "the clinician followed the instructions when operating the product. The first shock did not deliver and a wrench code was displayed. The clinician unhooked the wires and hooked them back again. At this time, the charge was delivered with no issues. " there were no samples of the product returned for evaluation and no serious injury or death was reported.